Event description:
It was reported that after the surgery, it was found that the pin of the instrument that holds the jaw together was lost. The instrument was used during the surgery but no complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.